Event description:
It was reported that the target lesion was located in the distal right coronary artery (rca) with moderate tortuosity, heavy calcification and 99% stenosis. After a non-abbott guide wire crossed the lesion, pre-dilatation was performed with a 2.0 x 12 mm rx mini trek balloon, but the balloon ruptured at 6 - 7 atmospheres (atm) during the first inflation. The device was exchanged for a 2.25 x 15 mm rx trek balloon, however the balloon ruptured at 8 atm during the first inflation. The device was then exchanged for two different non-abbott balloons, however, balloon rupture occured with both non-abbott balloon catheters. Pre-dilatation was done with a non-abbott balloon catheter and a xience prime stent was implanted in the lesion. Post-dilatation was performed with an nc voyager balloon and procedure was completed successfully. Resistance with the anatomy during advancement was reported for both the mini trek and trek balloons. No resistance during removal was reported. No adverse patient effects were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: runthrough ns, wizard 3, fielder fc; guide cath: axess. (B)(4): incorrect prep - balloon was not soaked. The 2.0 x 12 mm mini trek referenced is being filed under a separate medwatch report. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. It should be noted that the preparation for use section of the rx trek instructions use states: submerge the balloon in sterile heparinized normal saline during balloon preparation, to activate the coating. In this case, it could not be determined if failing to submerge the balloon prior to use directly caused or contributed to the reported balloon rupture.